Event description:
It was reported that the patient was experiencing discomfort due to weight loss. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was repositioned from the midline area to the flank. The patient was doing well postoperatively and the device remains implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.